Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead revealed a separation of the gore¿ covering from the medical adhesive (ma) at the proximal end of distal shocking coil. There was also insulation abrasion through to the conductor coil. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with another lead. The reported noise and high impedance measurements were likely the result of the lead damage observed by the laboratory.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a normal follow-up appointment this right ventricular (rv) lead exhibited high pacing impedance measurement greater than 2,000 ohms. There was also noise reported. Surgical intervention was performed and the lead was explanted and replaced. Visual damage to the proximal coil was reported. No additional adverse patient effects were reported.